Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the pt underwent a procedure to fuse l4-s1 using interbody devices and posterior fixation. When implanting the cage at l5/s1, the cage came off from the inserter. The cage was retrieved and replaced with a different cage. No further complications were reported.